Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the nozzle clogged with foreign material could not be identified. However, it is possible the suggested event was caused by misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus (ompp) repair center. The repair inspection confirmed the customer reported issue, no air/water flow due to a clogged air/water nozzle at the distal end of the scope. The nozzle was clogged with a foreign material. The repair inspection also noted the scope passed the leakage test, the air/water and suction cylinder are discolored, the universal cord coating is peeling, the electrical connector is corroded, the light guide lens is cracked, the connecting tube has wrinkles, and the air/water tube is damaged. There are scratches to the flexible adjustment ring, the grip, the switch box, the right/left and up/down angulation knob and the protector boot cover. Additional information requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer evis exera ii colonovideoscope was returned to the olympus repair center for an air/water flow issue, ¿it doesn¿t insufflate¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report was submitted to provide additional details of the customer event.

Event description:
The customer further reported the issue ¿air/water flow issue, it doesn¿t insufflate¿ was found at the morning inspection. No impact on procedure or patient. No further information available.